Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two armada 35 devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that during one or more procedures involving a total of three armada 35 balloon dilatation catheters (bdc), after inflation, the bdc would not deflate. There was no reported issue removing the bdc from the anatomy. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. It may be possible that the inflation lumen was blocked due to the shaft being bent or entrapped within the anatomy during use resulting deflation difficulty; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no similar incidents. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.